Event description:
The customer reported a 20004 front end failure and 4000 error.

Manufacturer narrative:
(B)(4): the customer reported a 20004 front end failure and 4000 error. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.